Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed several occlusion errors, which resulted in elevated blood glucose levels. The patient experienced elevated blood glucose symptoms and went to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis and was treated with a "dropper". At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.